Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture and sensing. The lead impedance measured >1990 ohms.